Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a band ligation procedure, within the esophagus, performed on (B)(6) 2012. According to the complainant, during the procedure, the handle was turned in an attempt to deploy a band however; the band failed to deploy. The handle was turn again however; two bands deployed at the same time. The case was completed with this device. Prior to use, no damage was visible to the device or its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.